Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "when you try to insert the clip, it did not open, and it was stiff hence could not be inserted." Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips clip test was performed and failed. The root cause is not determinable or applicable. Additional observations not reported by site was that the instrument housing was removed and found the identification board corroded or contaminated. The root cause of corroded or contaminated instrument identification board is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have the entire length of the main tube surface with degradation. The root cause of degradation instrument main tube is typically attributed to mishandling/misuse, most commonly caused by improper cleaning or reprocessing techniques. Further elaboration on the failed clip test was that the clip test failed 4 out of 5 attempts during in-house testing. There was no damage found on the grip tips and the clips were properly loaded onto the grips. The clips wouldn't continue to hold once placed on the system on most attempts. During the 4th attempt, the clip stayed on and was able to clip properly. On the last attempt, the clips were properly loaded again, but once the grips were closed to try and apply the clip, the grip cables broke. This resulted in a failed clip test. A review of the instrument log for the large clip applier instrument (part# 470230-12/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the large clip applier instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 82 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, when the customer attempted to use the large clip applier instrument to insert the clip, the instrument grip was not opened and became stiff. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. Prior to attempting to use, the customer found that the instrument¿s jaws were not fully opened while testing the clip outside the patient. The instrument did not work at all. There was no issue with the functionality of the instrument (e.g. Non intuitive motion, misapplication, physical damage -broken/loose cable.) The vessel was less than 13 mm in diameter. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.